Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the silicone oil injection/extraction needle had deformed and the silicone oil injection efficiency was very low, which affected the surgery and prevented it from proceeding normally during vitrectomy surgery. A new tubing was replaced for the surgery, delaying the entire surgery for ten minutes, and there were no other abnormalities. There was no impact to the patient.